Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gynecology. According to the reporter: about 10 years ago, the patient had the endometriosis procedure. Product ID 176626 was used in the case. The patient complained about pain in abdomen recently, the examination was performed on (B)(6) 2014. Then a tumor mass was found by CT scanning and further by x-ray imaging a thin sheet of foreign material was confirmed, which the customer considers as a cause to develop the tumor. The size of foreign material was w: 1cm and l: 1.5cm. Only this piece is returned from customer for investigations to identify if it came from the 176626 or not. The clinical sample of the concerning device is not available. Reported no other device of our product was used in the case. Operating time not extended. Tissue damage: yes. Pieces fell into the cavity and could be retrieved. No bleeding.